Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, upon third inflation, it was noted that the balloon ruptured at 12atm. The device was removed using normal method without any problem. The procedure was completed with another of same device. There were no complications reported and patient is in good condition post procedure.